Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During a service inquiry, the technical support engineer was informed by the biomedical team leader at the user facility that the evis eus ultrasound bronchofibervideoscope reportedly had ¿an incompatible scope error using the brand new scope on the initial connection.¿ the event occurred during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Because the subject device was not returned the users complaint could not be confirmed. Olympus will continue to monitor field performance for this device.